Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the sensor fractured while in the body. The customer blood glucose level was 77 mg/dl at the time of incident. Customer stated the needle was still there and part of the plastic was torn off of it. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.